Event description:
The patient received two leads with the same lot number. It was reported the patient experienced a headache after the permanent implant procedure. A cerebrospinal fluid leakage due to a dural tear is suspected. Reportedly, the physician encountered difficulty with lead placement due to patient anatomy and size. The symptoms resolved without any further intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.